Event description:
The customer observed a discordant falsely elevated total human chorionic gonadotropin (thcg) result for one patient sample on an atellica im 1600 analyzer and did not report the result to the physician(s). The customer used the same sample to perform repeat testing on the same analyzer and an alternate atellica analyzer. The repeat results were similar (<2 iu/l), considered correct, and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely elevated thcg result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc). Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed services, including cleaning the probes of the washing station and luminometer, checking the pinch valve, secondary vacuum pressure, and the acid and base injection. Siemens monitored the performance of the atellica im 1600 analyzer and is investigating the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00218 on 04-aug-2022. Additional information (30-aug-2022): siemens completed additional troubleshooting on the atellica im 1600, which included servicing the sampling probe and replacing the manifold and air pump. On 12-sep-2022, siemens performed a follow-up, and the customer stated that no further issue was noted with the total human chorionic gonadotropin (thcg) assay post-service repairs. Siemens investigated the information provided and noted that quality controls (qc) recovered within range on the day of the event, and there were no issues with other patient samples. Siemens reviewed the system files and noted no issues. The siemens customer service engineer (cse) checked the acid and base dispense and cleaned the luminometer. The cause of a falsely elevated total human chorionic gonadotropin (thcg) result on one patient sample is unknown. The atellica im 1600 analyzer is performing as specified. No product issue was identified, and no further evaluation of the device was required. Section h6 is updated to reflect a new investigation findings and investigation conclusions code.